Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles in tubing/ chamber, black stuff coming out of the device and also alleged headaches, nasal/ throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in tubing/ chamber, black stuff coming out of the device that are related CPAP device's sound abatement foam. The patient also alleged nosebleed, headaches,nasal/ throat irritation or soreness. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed a small amount of dust like contaminate on the top enclosure, rear panel, a little heavier on the bottom enclosure and on around the iso port. It continues to show on the back of the front/ui panel. Sound abatement foam is throughout the entire blower box. A white dust-like contaminate is seen on the blower cap seal, blower seal and blower. The blower impellors are potentially clogged with sound abatement foam. Keratin-like contamination was observed around the blower output seal. Upon removal of the pca manufacturer immediately observes the absence of sound abatement foam in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.